Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was successfully deployed and both suture ends were harvested. When attempting to tie the knot, the suture pulled through the vessel into the physician's hands. A femstop was applied but bleeding did not stop. Pt was taken to surgery. One suture was placed in the arterial wall for surgical repair. The pt recovered without further incident.